Event description:
Placed 4/8/1999 l leg central-3rd in r saph. Line broke at hub on 4/9/99. Dressing intact. Cath attatched to t-connector and syringe. Pressure may have been applied to syringe inadvertently.